Event description:
The customer observed imprecise quality control results using vitros amon slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while quality control was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the customer was using ammonia containing wipes to clean on and around the vitros 250 system. Dirty incubator evaporation caps, consistent with poor system maintenance were also noted and replaced during the investigation. The vitros 350/250 system operator's guide, important safeguards and precautions section, states "do not use any solvents or cleaning solutions on the equipment other than distilled or deionized water. Never use ammonia cleaners on or near the analyzer." The customer had discontinued use of the ammonia containing wipes. The root cause of the imprecise quality control results is user error.